Manufacturer narrative:
The results of the investigation are inconclusive as the screw was implanted and is not available for evaluation. Manufacturing and inspection records could not be reviewed since device information (model number, batch/lot number) is unknown.

Event description:
The 80-0583 1.5 hex driver tip broke inside the head of a 2.3 locking screw upon tightening into the plate. Per the field rep, there was nothing out of the ordinary during insertion. There was a minor delay in procedure (<5 minutes) as the surgeon attempted to remove the broken tip but was unsuccessful. The broken driver tip remains in the screw that was implanted. This report is related to report number 3025141-2022-00066 which is on the driver involved in this event.